Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose (bg) level was greater than 700 mg/dl with ketones identified as dangerous by a healthcare professional. The customer attempted to address elevated bg with a correction bolus via pump. The customer went to the emergency room on (B)(6) 2023 and was subsequently transferred to the intensive care unit (ICU) where they were treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released from the ICU on (B)(6) 2023. A replacement was sent to the customer to resolve the issue.